Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery using a vadhp for the distal humerus fracture with the locking screw in question. In the surgery, the locking screw head part broke when the surgeon tried to replace the screw for an unknown reason, and the thread part was buried in the bone and remained in the body. The surgery was completed successfully without any surgical delay. In the opinion of the surgeon, the screw was inserted using a power tool, and there was a discrepancy between the insertion speed by a power tool rotation and the manual insertion speed, which may have caused stress under the screw head. The status of the patient was unknown. No further information is available. This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l44 ta. This complaint involves one(1) device.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.